Event description:
It was reported in a literature publication that 15 patients underwent spinal fusion using rhbmp-2/acs. The patients underwent lateral interbody fusion for single level degenerative disc disease at l4-l5 using a peek interbody cage packed with rhbmp-2/acs. Postoperatively, one patient experienced excessive bone formation that compressed the nerve root.

Manufacturer narrative:
Literature article citation: pimenta et al. A prospective, randomized, controlled clinical and radiological study to evaluate and compare the use of silicated calcium phosphate and rhbmp-2 in interbody lumbar spine fusion: 36 month follow-up. The spine journal 2011; 11: 130s. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.